Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 was failed to close. A field service engineer (fse) removed the drawer from the cabinet and identified that the magnet was missing. The fse then replaced the magnet, reseated the pyxibus cable and tested the latch and position sensor using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.